Manufacturer narrative:
An industry customer in canada notified biomérieux of obtaining the misidentification of a gram positive organism as prevotella oris (gram negative) in association with their vitek® ms instrument (ref. 410895; serial#: (B)(6). The strain was identified by arnr 16s sequencing as paenibacillus spp. Investigation: investigator reviewed the complaint database for reports of misidentification due to a system limitation (species not in the kb). There is no CAPA, no non conformity on vitek ms linked with customer 's complaint. Since january 2016, two cases (different customers) were reported where paenibacillus etheri was misidentified as prevotella oris. Fine-tuning status was good at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: per arnr sequencing, the strain was identified as a paenibacillus spp (p. Etheri, p. Odorifer, or p. Borealis). None of these species are claimed in the current vitek® ms knowledge base (v3.2). The vitek ms r&d department is working to improve the vitek ms database library by adding new species of paenibacillus etheri and updating of prevotella oris spectra contained in the database. Sample data analysis: this misidentification was obtained with a low identification score (-0.27) which is near the acceptable limit for giving an identification result vs. A ¿no identification¿ result (-0.40). The following information is noted within the vitek® ms v3.2 knowledge base user manual (ref. 161150-923-a): ¿testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause was determined to be a system limitation where the species is not present in the vitek® ms v3.2 knowledge base. It was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique, as well as reviewing with them mandatory criteria for fine-tuning.

Event description:
On 10-nov-2020, an industry customer in (B)(6) notified biomérieux of obtaining an incorrect result of prevotella oris associated with vitek® ms instrument ¿ (ref. 410895), serial number: (B)(4). The customer stated that they tested two samples and he obtained an identification as prevotella oris species (with 99,9% of confidence). P. Oris is a gram negative, strictly anaerobic organism. Additional tests were not consistent with this species as the customer obtained results that were gram positive and had growth in aerobic and anaerobic atmospheres. Sample #: (B)(6). The customer is an industry facility, thus no patient was involved. A biomérieux internal investigation will be initiated.